Event description:
Customer reportedly received results of lo (less then 10 mg/dl) and 245 mg/dl within 10 minutes on the compact plus system. Customer administered humalog 75/25 after receiving result of 245 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.